Manufacturer narrative:
Concomitant medical product: 1388t lead implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope, bradycardia, heart block and arrhythmia. The right ventricular (rv) lead was found to be exhibiting unstable thresholds, oversensing, noise and intermittent non capture. A polarity switch was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.